Manufacturer narrative:
Risk manager indicated her notes did not mention the catalog number of the drape and she didn't have access to the operating room patient care notes. (I.e. Post-up) or when first dressing change occurred or how the surgical site was dressed. Risk manager stated patient had surgery for primary closure on (B) (6) 2008. No information provided. Without the lot number 3m cannot determine the manufacturing date of the device. Product was not returned. Without catalog number, it is difficult to determine which of the following locations may have manufactured the drape. (B) (4)

Event description:
3m was advised of a patient injury from a law firm on (B) (6) 2010. 3m contacted the hospital to obtain additional information involving patient. The following information was provided to 3m from the hospital risk manager on (B) (6) 2010. Date of surgery was (B) (6) 2008 for a partial thickness rotator cuff tear and no complications were recorded. Risk manager stated a tender, u-shaped area with loss of pigment was noted under the right axilla and discovered in the hospital. Risk manager stated, there was also a small blister on patient's back that was healing. Risk manager stated the doctor suggested to the patient, it may have occurred from a combination of the drape, her skin, the adhesive, or betadine. Doctor sent patient for a plastic consult. Risk manager indicated the notes stated the area was "just medial to the anterior axillary fold" and later stated" right anterior to the anterior axillary fold" there were 2 small areas of full thickness skin loss, one triangular in shape and measuring 2x3cm and the other rectangular in shape and measuring 1.5x3cm.